Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that he had blood glucose of 134 mg/dl and his insulin pump screen crack and popped out. Customer stated that he works in a kitchen and the infusion set tubing got caught on a pot hanger and it banged into a wall and cracked. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.